Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to high blood glucose, and he was treated with a bolus and manual injection. The customer experienced nausea, vomiting, and possible diabetes ketoacidosis by the time the paramedics arrived. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. The customer called to perform the high pressure test and passed. Suggested the customer to remove the cannula and it was bent. Instructed the customer to change the entire infusion set and reservoir. The customer mentioned having hard time reading, and he was not sure if the basal rates were correct. When the caller attempted to prime/rewind the reservoir was stuck, and the numbers were not showing on display, and the insulin pump alarmed no reservoir. Advised that the device will be replaced and revert to back up plan. No further information was provided.